Event description:
New information notes: it was reported that the lead was explanted on (B)(6) 2014.

Event description:
It was reported that an asymptomatic patient presented for a routine follow up. The right ventricular lead exhibited autome mode switches and noise. A lead revision would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.